Event description:
It was reported that during patient care, the platform sized down on the patient and then shut off. Medics were able to replicate this problem using 3 different batteries. Medics then discontinued use of the autopulse and reverted to manual CPR. No adverse patient sequelae was reported.

Manufacturer narrative:
The autopulse device (B)(4) was returned to zoll circulation for analysis. Visual inspection showed that the battery lock was damaged; it was replaced. Archive data indicated that there were multiple user advisory ua08 (motor controller fault detected messages. Functional testing was performed and customer's reported problem was confirmed. The motor-brake had seized due to corrosion, which was caused by high humidity motor-brake was freed and cleaned. Platform was tested with the test manikin, no issues were observed.